Event description:
During routine cataract surgery and implantatin of an intraocular lens with the unfolder system the pt's capsule tore. Physician reported that the tear was allegedly caused by a burr on the tip of the cartridge.